Event description:
It was reported patient underwent a hip revision approximately 10 years post implantation due to elevated metal ion levels. During the procedure the surgeon replaced the head with a ceramic head, liner and neck revised as well. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant products: 00801804002- femoral head sterile product do not resterilize 12/14 taper- 61827402; 00784802200- modular neck b 12/14 neck taper use with +0 heads only- 61812956; 00771301200- modular femoral stem press-fit plasma sprayed cementless size 12.5- 61796996; 00630506040- liner standard 3.5 mm offset 40 mm i.d. For use with 60 mm o.d. Shell- 61620328; 00620206022- shell porous with cluster holes 60 mm- 61545422. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2021 - 00428. Customer has indicated that the product will not be returned to zimmer biomet for investigation, requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Requested but not returned by hospital.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.